Manufacturer narrative:
Batch reviews performed on 25 september 2017. Lot 1750278: (B)(4) items manufactured and released on 06 march 2017. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Mis poly-axial screwdriver hybrid, code 03.52.10.0216, lot. 1550532. (B)(4) items manufactured and released on 14 october 2015. No anomalies found related to the problem. To date, this is the third similar event reported on items of the same lot. On 26 september 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, no information is provided concerning screw size, bone quality, procedure. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. However, a new project is ongoing to develop a new concept screwdriver that overcomes the limitation of the current one, to increase in particular the torsion strength. The instrument set always includes a second pedicle screwdriver, and another "simple" or "backup" screwdriver to complete the surgery in case of breakage.

Event description:
During the primary surgery, the surgeon broke two different drivers. The first was a mis poly-axial screwdriver hybrid and the tips sheared off. The second was a polyaxial screwdriver slim and it too broke with the tip shearing off. A third driver was use and it was successful. The surgeon was able to remove both tips from the screw and no delay was observed. All pieces were retrieved. The surgery was completed successfully.